Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance. The lead was explanted and replaced. During the explant procedure, it was noted that the rv lead exhibited a break while performing the procedure. The patient was in stable condition.

Manufacturer narrative:
Patient weight is an estimate.